Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol was overshot when implanting in to the eye, which resulted in penetration of the patient's the posterior capsule. Additional information has been received and stated that, the faulty iol damaged the capsular bag so the original procedure was abandoned and alternative instigated. The surgeon had done anterior vitrectomy and explant of faulty iol and alternative 3 piece iol placed in sulcus. The patient was not hospitalized for the event.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).